Event description:
It was reported that prior to implant, the lead was tested and the helix did not extend after 20 turns. The physician attempted to extend the helix a second time with 20 turns; however, the helix did not extend until several additional turns were made. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.